Event description:
A physician was placing the initial trocar, model c0152, during a laparoscopic procedure, when he noticed through the camera, a white particle inside the distal tip of the obturator. The scope and inner trocar were pulled out. The scope was cleaned before proceeding. The white particle was inside the obturator and did not enter the patient.similar incidents happened during surgeries a few days previous and on one approximately a month earlier. In the surgery a few days earlier, the physician was placing the initial trocar, model c0116, during laparoscopy, when he noticed multiple white particles falling into the distal tip of the obturator. Particles collected inside the tip. This was seen through the camera and a photo was taken showing multiple white particles. The trocar and scope were removed to prevent particles from entering patient.also, during a case approximately a month earlier, the physician was placing a disposable trocar, model c0116, during a laparoscopic procedure. He noticed multiple white particles falling into the distal tip of the obtruator. The white particles collected in the distal tip of the obturator. A photo was taken showing multiple small white particles. The obturator and scope were withdrawn. No particles entered the patient. A different scope was used to proceed with the procedure.